Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: treatment was given to prevent the inflammation from worsening. Patient is not recovered.

Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: treatment was given to prevent the inflammation from worsening. Patient is not recovered.